Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level of 30 mmol/l. The customer mentioned that the insulin pump alarmed insulin flow blocked. Customer did not had back up plan. Troubleshooting was performed for insulin flow block alarm. Customer was told to change his infusion set. He changed his site and tubing but not the reservoir since he did not have any other reservoir with him. Customer removed cannula and it was straight. Customer tried bolusing 18 u and got insulin flow block. Customer was advised to disconnect at the quick release and assisted in performing a 5.0 u fill cannula. Customer stated that the insulin exited. Customer was currently at the school and his blood glucose level was 26 mmol/l. Customer was advised to monitor blood glucose and recommend to change everything. Customer was advised to call if he had any other issues. The insulin pump will not be returned for analysis.